Manufacturer narrative:
Additional information: section d.4, h.4, d.6b. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound following a head trauma incident. External equipment was exchanged; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and the bottom cover was dented. The photographic imaging inspection revealed broken and loose components. Additionally, disturbed wires were also observed. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the tests performed. The failure of this device is attributed to a damaged hybrid assembly. The device was received with a dented bottom cover, dislodged electrical components, disturbed wires, and cracked hybrid. This is consistent with the no lock reported. This older device configuration is no longer manufactured.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.